Event description:
Boston scientific received information that during a routine in-clinic follow up, review of stored device memory from this pacemaker revealed ventricular tachycardia episodes showing vp-(vs) and vs-(vp). Additionally, the right ventricular lead exhibited varied pacing impedance measurements of 480 ohms in one position and 170 ohms in another position. Boston scientific technical services reviewed the stored episodes and discussed that the events in question have the appearance of ventricular loss of capture, however, it also occurred on ventricular sensed events. Technical services discussed performing patient isometrics and pocket manipulation. The local field representative reported that both were performed and no noise was able to be produced. No adverse patient effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated multiple signs of abrasion. In particular in the region of the tricuspid valve the insulation was found rubbed through. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. Further damages resulted most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.